Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed on (B)(6) 2015. The battery cap was able to fully tighten however the "coin slot" on top of the battery cap was worn making tightening and removing the battery cap difficult. The pump's current draws were within specifications. The alleged issue was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.